Event description:
Four percutaneous central venous catheters (all lot#9788a, vygon) were inserted in neonates between 5/20 - 5/24/98 and developed cracks in the catheter hubs. Cracks occurred in all hubs at some location (i.e., onside with small wings/seam). One line clotted off; reminder of lines were repaired. Vygon representative contacted and replacement catheters sent. Lot# 9788 removed from stock.